Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient's representative regarding an external device. Caller stated that the dtc is damaged. Caller stated that the cable does not make connection. Caller stated that they patient has been shaking since friday. Caller stated that the patient charged the ins over the weekend. Caller confirmed that when the patient charges ins they are able to fill-in all coupling boxes. Agent had the caller check ins with the patient programmer and caller confirmed that therapy was off but ins was charged to 100%. Agent walked the caller through the steps of turning therapy back on. Agent sent a request to repair to replace the cable.